Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. No visible damage was observed from the catheter body, balloon, windings, or returned syringe. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pacing issue was not confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz bipolar pacing catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history review is in-progress.

Event description:
It was reported that the swan ganz catheter was unable to pace on the first day of use. It is unknown if any action was taken to solve the problem. It is unknown if the patient had cardiac conduction defect or what kind of surgery/examination the catheter was used. Patient demographic information requested but unavailable. There were no patient complications reported.